Manufacturer narrative:
Our quality engineer inspected the 50 representative samples submitted for evaluation. The reported issue of needle premature retraction was confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. All samples were assembled correctly. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon 26ga 0.6mm od 19mm l safety mechanism failed by pricking the child's skin to find the venous access peripheral, the cannula retracted onto the metal needle preventing the procedure. The same was repeated several times presenting the same problem.